Manufacturer narrative:
Pt identifier and pt weight were unavailable from the site. The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system was fully functional.

Event description:
A rn reported that she was pulled into a case after the surgeon elected to stop using landmark element for navigation. She was told by the staff that "it froze" and that the surgeon "went back to re-register the pt and was unable to register the pt." The rn was able to move through screens in the software, instrument tracking details were all green, no instruments displayed red status. She said the surgeon elected to continue the surgery without trying to re-register the pt. There was no impact on the pt outcome.